Event description:
Related manufacturer reference number: 2017865-2022-12959. It was reported a patient's left ventricular (lv) lead presented with failure to capture. The lead was explanted and replaced in a procedure on (B)(6) 2022. During procedure, the implantable cardioverter defibrillator (ICD)'s set screw was unable to be engaged and deployed with the new lv lead. The ICD was replaced in the same operation. Post-procedure the patient was stable.